Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. Prior to use, the needle detached as the veterinarian was pulling the suture from the packet. No further information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The needle was examined for attribute defects and no defects were observed. The needle had a normal swaged. Additionally, there were no marks on the needle by use of the needle holder. The end of the suture was examined and no defects were found. The insertion end of the suture was measured and the suture did not have sufficient insertion.